Event description:
Becton dickinson vascular access, 9450 south state st, sandy, ut 84070. Pt rep at the hosp said that the samples had not been saved and the cat and lot numbers were not recorded. Ms welsh said they would make note of cat and lot numbers in the future should they experience any difficulties with our product.